Event description:
The customer reported the system was mixing up pt images. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an on site eval. Verified reported issue. Installed new hardrive and software. Tested unit by shooting and saving several images without error. System now operates as intended.